Event description:
It was reported by customer's mother that she had been hospitalized for vomiting due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2014. Blood glucose level was 457 mg/dl at time of hospitalization. She was given manual insulin injections and anti nausea medication while hospitalized. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set. Customer verified there were no air bubbles. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump alarmed during high pressure testing. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Customer's blood glucose level was 172 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with cracked reservoir lip.